Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer's blood glucose was 206 mg/dl and the sensor glucose was 55 mg/dl at the time of the incident. Customer stated that he tried to calibrate and would not accept it then received a change sensor alert. No troubleshooting was performed on sensor glucose versus blood glucose issue. The customer was advised that sensor is being replaced. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test and sensor failed per specifications.